Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device was not implanted device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that while using an angio-seal evolution device during the procedure, after the anchor was positioned against the vessel wall, when the device/insertion sheath assembly was withdrawn, the collagen sponge exposed from the skin. Hemostasis was successfully achieved by pushing down the collagen and the procedure was successfully completed. The blood loss was less than 250cc. It was reported that the patient had to no health damage.

Manufacturer narrative:
Lot number - possible lot number 6273654. This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 5/22/18: it was reported that a pre-deployment angiogram was performed.